Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead displayed lead safety switch (lss) due to low pacing lead impedance measurement less than 200 ohms. Farfield oversensing was also noted. Additional information was received and indicated that a potential breach insulation was suspected. Oversensing resulted in pacing inhibition but no greater than two seconds of asystole was observed. Device reprogramming was done. The system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.